Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that an implant at tooth site # 24 was removed due to a fracture at the implant collar. No impact on the patient reported. Procedure was completed. Bone density type: IV.